Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, dislodge occurred. The rv lead pulled back into the superior vena cava (svc), exhibited no capture, and no sensing. The patient experienced phrenic nerve stimulation and fatigue. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.